Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a review of the manufacturing record evaluation (mre) was performed as part of this investigation. One unrelated nonconformance on this batch. Micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# 13704 trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. On (B)(6) 2020, the patient received a right knee revision to address scar removal, severe femoral and tibial bone loss, and tibial tray loosening and migration. The femoral component was noted to be well-fixed with no mention of migration. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with depuy products and cement along with a competitor tibial cone. There were no indicated intra-operative complications. Doi: (B)(6) 2016 dor: (B)(6) 2020 right knee.